Manufacturer narrative:
Reported event was confirmed by review of medical records noting that he head was unable to be removed from the taper. The patient was closed and brought back to the or 6 weeks later where the head was finally able to be removed. Additional information does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual inspection of the taper component shows damage and a cut through the outer diameter of the device. Additional information does not change the original investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a hip revision surgery, the head and taper components could not be disengaged. The patient was closed at that time with no further action. Subsequently, the patient returned to the operating room approximately 6 weeks later where the components were able to be removed and replaced.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #11-104111, mlry-hd, lot #893820. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02880.

Event description:
It was allegedly reported by the patient that during the revision procedure, the femoral head and taper could not be disengaged. The patient further alleges that the products were left in-vivo and the surgeon will attempt to remove the products again in another revision procedure on a future date. Additional information has been requested however, none is available at this time.